Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was found at the balloon catheter and coaxial umbilical cable connection. The coaxial umbilical cable was immediately disconnected from the console. The balloon catheter and coaxial umbilical cable were replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af284 with lot number 01071 were returned and analyzed. The data files confirmed system notice 50032 indicating ¿the safety system has detected a compromised outer vacuum¿ in application five with the returned balloon catheter. The files showed at least five applications were performed with this catheter on the date of the event. The files also showed at least two more applications were performed with a non-returned balloon catheter without any issue. The files also confirmed system notice 50006 indicating blood detection after application number five and before using the second catheter on the date of the event. Visual inspection of the returned balloon catheter showed blood in coaxial port and also between the two balloons. Smart chip verification indicated the catheter was used for 5 injections. Upon connecting to a test console, system notice 50005 was triggered. The catheter could not be further tested on the console. After dissecting the catheter, there was blood all in the vacuum line, y-block, service loop, and pressure sensor tube. The proximal bond of the outer balloon was detached and the bonding was damaged. In conclusion, the reported visible blood was confirmed through analysis. The balloon catheter failed the returned product inspection due to the the outer balloon bond detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.